Event description:
On 7/28/98 sent pt to operating room, placed pericardial window with 2 mediastinal tubes to drain excess fluid. On 7/31/98 one tube removed without incident. When second tube removed, it was noted to be shorter. Chest x-ray obtained and portion of tube shown to have remained in pt. The pt was taken to operating room for retrieval of tube. Breakage probably at site of drainage hole. No harm to pt.